Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-10182. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade ii/iii.

Event description:
Patient reported rupture confirmed via MRI. Patient later reported "capsular contracture baker grade unknown". Healthcare professional later reported right side "sagging" and a MRI stating ¿findings indicate intracapsular rupture¿ and capsular contracture baker grade ii/iii. Later healthcare professional reported ¿rupture¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported rupture confirmed via MRI. Patient later reported "capsular contracture baker grade unknown". Healthcare professional later reported right side "sagging" and a MRI stating ¿findings indicate intracapsular rupture¿ and capsular contracture baker grade ii/iii. Later healthcare professional reported ¿rupture¿. This record is for the right side. Device has been explanted.